Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient stated that (B)(6) in 2017 their ins was dead and would no longer recharge. They are feeling a burning having to charge about every 2 hours. They were scheduled for a replacement but it was put on hold. The patient¿s doctor stated that the patient has a lot of scar tissue, damage. The patient was redirected to follow up with their doctor. No further complications were reported/are anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on april 4, 2022 and on april 22, 2022. The pt reported their ins went out about 4-5 years ago and clarified that the ins and everything had went dead within the last 1-1.5 years. The pt reported they have found a new hcp and is scheduled to have their 2nd appointment with the doctor in (B)(6) 2022 (possibly (B)(6) 2022). At that appointment they will discuss next steps (e.g., explant, replacement, other options, etc.), so it has not yet been determined if surgical intervention will take place. However, the pt did state they prefer to have it all explanted because the part of the ins where the leads are connected has been rubbing on their spinal discs causing them discomfort / hurt and swelling at the ins site. The pt mentioned as a result of this, they couldn't lay on their back or lean back in their car when driving. The pt noted that the disc issues began prior to implant of the device as the pt had multiple accidents in their lift that affected their neck and spinal column, which resulted in multiple surgeries and scarring all down their back from the surgeries. X-rays were done and the doctor told the pt the leads looked good based on the imaging results. The pt also explained their spine was sensitive to stimulation so that even on the lowest setting, the stimulation "hurt them". The pt also mentioned that back in 2017/2018 they were experiencing a burning sensation area around the ins site and recharging paddle after recharging for about 5-10 minutes. The pt could not determine if the burning was coming from within (the ins) or from the recharging paddle. The pt met with a rep around 2017/2018 who tried jumpstarting the ins but couldn't. The pt could not recall which rep nor what time frame they had met with them. Due to the ins not being able to be jumpstarted, the ins had been planned to be replaced however, the pts previous doctor had some medical issue and they never had the surgery. Pt weight in 2017 was provided. It was reviewed that a letter would be sent to them so after they determine next steps with their doctor, they can provide the manufacturer with an update on what the next steps will be.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on november 19, 2021. A healthcare provider (hcp) reported that the patient needed an MRI but the device hadn't been working for 3 years. The patient informed them that they were going to have the ins replaced however, their managing physician had died and the patient didn't have a new managing physician yet.